Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. It was reported in the pacu, patient's anterior bladder laceration was discovered, requiring surgical repair. The physician sutured the bladder. The patient was discharged the following day without complications. It is unclear whether aquablation therapy contributed to the event despite multiple follow-up attempts. Based on the information received, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. The aquabeam robotic system's treatment log file was reviewed, which confirmed no malfunctions during the aquablation procedure and indicated that the system functioned as designed. A review of the device history record (DHR) for ab2000-b/serial number 23c01659 was conducted, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation. Procedure include: ¿ bladder or prostate capsule perforation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation was later informed that, in the post-anesthesia care unit (pacu), an anterior bladder laceration was identified, requiring surgical repair. During the procedure, the physician noted that the ureteral orifice (uo) had been sprayed by the aquablation jet, but confirmed this was not concerning and would not affect recovery. It is unclear whether aquablation therapy contributed to the event despite multiple follow-up attempts. The patient was discharged the following day without further complications. No malfunction of the aquabeam robotic system was reported.